Manufacturer narrative:
See MFR: 3012307300-2018-00397 (same patient). (B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the cuff of a portex® suctionaid® tracheostomy tube inflated normally during pre-use check, but not after it was intubated in the patient. No injury was reported.

Manufacturer narrative:
Two used tracheostomy tubes were returned for analysis without their original packaging. Visual analysis found that the tube appeared to be in good condition. Functional testing of the samples included inflation testing. The cuffs of the returned samples were inflated using a syringe and the products were submerged under water in order to detect any leakage. Leakage was observed coming out from the seal of the cuffs. Based on the evidence, the complaint was confirmed. The root cause was unable to be conclusively determined.